Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported but replaced the drive manifold due to a failed test. All functional and safety test performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The device was swapped and there was no patient harm.